Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor breaking during deployment (incl. Flexor/handle separation)¿. To place a metallic stent in the malignant stricture of hepatic portal region, the user advanced the delivery system but it would not pass through the stenosed lesion. So he dilated the stenosed lesion using an epbd balloon catheter and a dilator and tried again, but the delivery system would not pass through the stenosed lesion. After several attempt, only the outer sheath advanced forward as covering the inner catheter tip, so he removed and replaced it with another zilver 635 biliary self expanding metal stent to complete the procedure. The user commented that the stenosis was severe, but he has never experienced this phenomenon before.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. . Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). This follow up MDR is being submitted to cancel the initial MDR. A conservative approach was taken in initially assessing this complaint. The customer confirmed that the flexor did not separate from the handle and the confirmed failure mode is "advancement difficulty". No reporting malfunction precedence exists for this complaint event for this product family. No adverse effects to the patient was reported as occurring. H3 other text : cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). This follow up MDR is being submitted to cancel the initial MDR. A conservative approach was taken in initially assessing this complaint. The customer confirmed that the flexor did not separate from the handle and the confirmed failure mode is "advancement difficulty". No reporting malfunction precedence exists for this complaint event for this product family. No adverse effects to the patient was reported as occurring.

Event description:
This follow up report is being submitted to cancel the initial MDR report. The file has been re-assessed based on additional information. Initial MDR submitted based on the device malfunction precedence: ¿flexor breaking during deployment (incl. Flexor/handle separation)¿. To place a metallic stent in the malignant stricture of hepatic portal region, the user advanced the delivery system but it would not pass through the stenosed lesion. So he dilated the stenosed lesion using an epbd balloon catheter and a dilator and tried again, but the delivery system would not pass through the stenosed lesion. After several attempt, only the outer sheath advanced forward as covering the inner catheter tip, so he removed and replaced it with another zilver 635 biliary self expanding metal stent to complete the procedure. The user commented that the stenosis was severe, but he has never experienced this phenomenon before.